Event description:
It was reported that a request was made to have data from this cardiac resynchronization therapy defibrillator (crt-d) system analyzed. Technical services (ts) review the data and identified that oversensed noise artifact signals resulted in atrial tachy response (atr) events. This left ventricular (lv) lead remains in service. No adverse patient effects were reported.